Event description:
It was reported that during follow-up, loss of lv capture was observed. Patient was asymptomatic. Programming change was recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.